Manufacturer narrative:
Additional information received from the local field representative indicated that the physician has decided keep the lead in unipolar configuration and monitor the patient. There are no plans for additional intervention at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via remote monitoring that this pacemaker and right ventricular (rv) lead exhibited high pacing impedance measurements greater than 3,000 ohms. The lead safety switch (lss) was also triggered changing the pacing and sensing configuration from bipolar to unipolar. All previous measurements were within normal limits. It was reported that this patient is not pacemaker dependent. In clinic, the pacing impedance measurements remained greater than 3,000 ohms in bipolar. It was reported that unipolar pacing and sensing have resolved the issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that a revision procedure was performed and the rv lead was surgically abandoned. The lead was also tested with the pacing system analyzer (psa) prior to being abandoned and the high impedance measurements were able to be confirmed. There was also a report of high pacing threshold measurements. No additional adverse patient effects were reported.